Manufacturer narrative:
After the procedure, the hosp retained the product and chose not to return the device to maquet cardiovascular for failure analysis. A lot history record review cannot be performed because the lot number was not provided by the hosp.

Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the out of warranty scope was foggy. A replacement unit was used to complete the procedure. The hosp did not report any pt complications. The device never touched the pt.